Event description:
A patient reported blood glucose results of 117 and 151 mg/dl with a lifescan meter, performed within 10 minutes. Based on staistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and or <20 mg/dl, therby indicating a potential malfunction of the meter in terms of precision.